Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2009. Ethicon's gynecare tvt device was also implanted on this date. The complaint via the attorney was that the patient suffered an unspecified injury. It is not known when the event occurred. It is not known what the patient's current condition is. No info has been confirmed by a health care professional.